Manufacturer narrative:
Concomitant medical products: boston scientific obtryx transobturator mid-urethral sling system (B)(6) 2011. As requested by the FDA, we have made note of the product code. The product code listed is not necessarily the product code assigned to the device 510(k), but rather the product code that seems the most appropriate based on the surgical procedure in which the product was implanted.

Event description:
The patient was reportedly implanted with a cook medical surgisis device and a boston scientific obtryx transobturator mid-urethral sling system on (B)(6) 2011 at (B)(6) hospital, (B)(6) by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.